Event description:
Philips received a complaint by the customer on the v60, indicating that it was giving ventilation to a patient when the device stopped without warning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It did not affect the patient as the nurse noticed and put the equipment back into operation. No medical intervention provided to the patient, nor a delay was noted. Clinical assessment was performed based on the information currently available in the complaint record. ¿philips v60 emergency ventilator stopped without warning while was in patient operation. It did not affect the patient as the nurse noticed and put the equipment back into operation.¿. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Battery test was performed, and it is correct. The equipment is left cycling until the battery shows a low battery message, being able to continue working for more than 15 minutes. The low battery alarm is not silenced during the whole working time, if the equipment is connected to the 220 volt network. The fse replaced the air inlet and cooling filters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).